Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 5.

Event description:
The sleeves do not go into an incision of 2.2mm. It curls up during passage through the incision. No patient injury.